Event description:
It was reported that noise was observed on the atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was oversensing and triggered a lead impedance warning for a significant drop in impedance which was now low. In addition, the patient had not been feeling well for the past month. No further patient complications have been reported as a result of this event.